Event description:
The product was used during a laparoscopic sigmoid resection procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.